Event description:
It was reported that an alert triggered due to high superior vena cava (svc) lead impedance. A fracture was suspected. The patient was hospitalized and the physician was going to test the system excluding the svc portion of the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and a lead impedance out of range alert was indicated. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. The maximum svc defibrillation impedance rises from an approximate baseline of 60 ohms to 137 ohms on (B)(6) 2013.